Manufacturer narrative:
Product complaint # (B)(4). (B)(4) - incomplete. The lot number and expiration date are not currently available.

Event description:
It was reported that during the shoulder arthroscopy the metal plate flaked off in the front of the plasma field. At this time, it is unknown if there were any patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. The device was received and evaluated. Visual inspection of the device revealed saline residue as well as procedural tissue debris at the tip. The active tip also showed visual signs of activation. The device could not be tested since the power cord has been cut off. The broken tip received along with the device. For further device evaluation, the device was sent to the supplier. After evaluation, it is confirmed that the active tip has detached from the device. As per the additional information we have received it was suspected that the broken piece is in the patient body. However, after device evaluation, it is confirmed that there is nothing from the device left in patient's body. The exact root cause cannot be determined. Further, it appears that the suction tube has eroded at the juncture between itself and the active tip. Similar instances of these types of failures have been observed historically. A CAPA was opened to investigate the occurrence of active tip failures. This CAPA was closed in july 2015 after implementing a number of process improvements. The lot number of the returned device is unknown so it¿s not known indicates that it has been manufactured after the improvements have been made. Since the lot number is unknown a device history record review or a lot specific search in the complaints handling system cannot be performed. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4). The lot number and expiration date are unknown.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. The device was received and evaluated. Visual inspection of the device revealed saline residue in the suction tube, as well as procedural tissue debris at the tip. Visual inspection confirmed the active tip was detached from the device. The broken tip was received along with the device and showed visual signs of activation. The device could not be tested since the power cord was cut off. For further device evaluation, the device was sent to the supplier. The reported event information indicated the broken piece of the device may be in the patient¿s body. Physical examination of the device at depuy mitek revealed all of the pieces of the metal tip were accounted for, therefore no part of the device is believed to be in the patient. Per the supplier evaluation, the exact root cause for this failure cannot be determined. Further, it appears that the suction tube has eroded at the juncture between itself and the active tip. Similar instances of these types of failures have been observed historically. A supplier CAPA was opened to investigate the occurrence of active tip failures. This CAPA was closed in july 2015 due to a number of process improvements. The lot number of the returned device is unknown; therefore, it is unknown if the device was manufactured before or after the improvements were made. Since the lot number is unknown a device history record review or a lot specific search in the complaints handling system cannot be performed. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field UDI: (B)(4). The lot number and expiration date are unknown.